Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging an apply sample issue with the onetouch ultrasmart meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The pt indicated that the reported issue began the same day at around 6 pm, as soon as she received the new meter. The pt stated that the test strips does take in the blood sample, but the subject meter does not count down (apply sample - meter issue). The pt reportedly experienced symptoms of "shakiness" approx 30 mins after the reported issue. When the cca walked the pt through the testing technique, it was noted that the test strip drew the sample in the test area, but the subject meter reportedly gave apply sample message. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. Replacement products were sent to the pt. Based on the provided information, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after the reported apply sample issue began.